Manufacturer narrative:
It was reported that the switch emitted sparks. Our investigation revealed that the switch housing appeared severely damaged and had evidence of a spark. It appears that the switch housing was crushed and the user attempted to repair before the unit malfunctioned. We concluded that this report was attributed to misuse and unauthorized modification of the switch on the part of the consumer.

Event description:
It was reported that switch emitted sparks.